Manufacturer narrative:
Evaluation of the returned pod pc confirmed, that the embolization coil was detached from the pusher assembly. Evaluation revealed, that the pusher assembly was fractured. This fracture is likely, the reported pusher assembly kink. If the device is forcefully advanced against resistance, the pusher assembly may become kinked and may subsequently fracture. The pusher assembly fracture likely, contributed to the reported embolization coil detachment, during the procedure. Due to the pusher assembly fracture, the functional testing was unable to be performed. Therefore, the root cause of the resistance experienced, during the procedure could not be determined. Further evaluation of the device revealed, kinks on the pusher assembly. And offset coil winds on the embolization coil. This damage was likely, incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior gluteal artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician successfully implanted four non-penumbra coils. While advancing a pod pc through the middle of the microcatheter, resistance was encountered. Subsequently, the physician kinked the pod pc pusher wire and the coil unintentionally detached in the middle of the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and the coil was flushed out on the back table. The procedure was completed using a pod pc, six other coils, and the same microcatheter. There was no report of an adverse effect to the patient.